Manufacturer narrative:
(B)(4): eval results: (endoleak); event assessed to be unrelated to the device. Conclusion: event assessed to be unrelated to the device.

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of the implant were not reported. It was reported that the talent graft was successfully implanted without issues; however, two days post-implantation, a proximal type I endoleak was noted. The physician elected to intervene by placing another manufacturer's stent, which successfully resolved the endoleak. The investigator assessed the type I endoleak to be unrelated to the device but related to the procedure and disease. No additional clinical sequelae were reported, and the patient is fine. Please note that this device, the talent captivia stent graft system, is similar to the united states distributed product talent thoracic stent graft system.